Manufacturer narrative:
(B)(4): the device has been returned, however evaluation of the device has not been completed. A supplemental report will be sent upon completion of analysis.

Event description:
It was reported that the patient underwent surgery for implant of artificial cervical disc at c5-6. Pre-op diagnosis was left c6 ra diculopathy, c5-c6 degenerative disc disease with spondylosis and osteophytic overgrowth, and bilateral c5-c6 foraminal stenosis and mechanical neck pain. There were no complications noted during the initial surgery. Several years post-op the patient underwent a revision surgery due to pain and had the artificial disc removed and the level was fused.

Manufacturer narrative:
Visual and optical examination of the sheath identified significant damage to the sheath, with several sharp cuts, consistent with athrogenic damage during implant removal and explant. Both superior and inferior endplates exhibited bone ongrowth and shell damage on the upper and lower bead coated surfaces indicative of the removal process. Additionally, the interior surfaces of the endplates were shiny and undamaged, and displayed minimal signs of wear or shell-to-shell contact, indicative of non-parallel implantation. The nucleus was found to exhibit a glossy surface finish. Significant damage was identified on implant nucleus. A portion of the implant is missing, and several sharp cuts are noted, consistent with iatrogenic damage during implant removal and explant. After review of implant sheath, endplates, and nucleus, no evidence of damage was found that would suggest a defect in manufacturing or processing of the implant components. We are unable to determine cause of the reported event.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.